Manufacturer narrative:
Results: is based on evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample conclusion: is based upon evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the ptfe coating had been sheared off the outer surface of the wire on the area approx. 110 -287mm from the distal end of the shaft. Magnifying inspection found that shearing of the ptfe on apprx.110 - 287mm had been generated longitudinally from the proximal in the distal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing the specifications. The adhesive strength of the ptfe coating to the core wire was determined and verified to be equivalent to that of the current product sample. Simulation testing was conducted on a current product sample of the visiglide guide wire. (1) the test sample was let to have contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. (2) the forceps elevator on the endoscope was raised while a guide wire is inserted in it. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. A review of the DHR of the involved product/lot# combination confirmed that there was no indication of production related problem. A search of the complaint file did not find any other report of this nature with the involved product/lot# combination. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing of a sample from current production are most consistent with the actual coming in close contact with a sharp object and in this state was subjected to an abrading force which exceeded the coating's adhesive strength. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory". All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a rough feeling with the surface of the actual device during use, even after having flashed it. Follow up communication with the user facility confirmed the following: (1) stopped using the actual device; (2) the actual device was changed out to new one; (3) inspection of the device confirmed that the coating of the actual sample had been sheared off on approximately 110 mm to 280 mm from the distal end; and (3) it cannot be determined definitely if the sheared portion of the outer layer is still remaining in the patient's body.